Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger on a bd syringe with luer-lok¿ tip was difficult to depress when administering medication. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: two actual samples filled with solution was returned for investigation. Sample# 1 was labeled with the drug celestone & marcain. Sample# 2 was labeled with the drug marcain. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6217110. The following analysis was carried out for both the samples: the blue color cap was removed from the syringe and the drug was manually drained out into a tube. Resistance was not experienced when depressing the plunger to drain out the solution. An assembled needle was attached to the syringe to withdraw the drug from the tube. Resistance was not experienced when drawing up the solution. With the assembled needle attached to the syringe, the drug was drained out a second time into the tube. Resistance was not experienced when depressing the plunger to drain out the solution. Both the samples were subjected to the breakout and sustaining force test immediately after the drug was drained out into the tube after removing the blue color cap. Both samples passed the breakout out and sustaining test. Resistance was not experienced when depressing the plunger or withdrawing the solution. The breakout and sustaining force of both samples were within specifications. Investigation conclusion: analysis was carried out for both the samples, and resistance was not experienced when depressing the plunger or withdrawing the solution. The breakout and sustaining force of both samples were within specifications. The production process was reviewed and no abnormality. Root cause could not be determined.